Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose 30 years ago. Customer reported feeling sick and vomiting prior to their hospitalization. The customer believed they had food poisoning, but decided to go to the hospital when they had difficulty breathing. Customer's blood glucose at the time of the hospitalization was unknown. Customer stated the cause of their hospitalization was from diabetic ketoacidosis. Customer stated they had three months of therapy from their hospitalization. The customer also reported experiencing a high blood glucose of 600 mg/dl previously. Customer's blood glucose was 325 mg/dl at the time of the call. Troubleshooting for high blood glucose was declined. No additional information provided.